Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The user noticed the issue and aborted testing. Info was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The pressure setting was out of specification. If a component of the fluidics system is compromised, the issue may lead to loss of pressure/vacuum in the fluidics system which can result in probe drip. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.